Event description:
Access was gained via the left femoral artery. The placement of an iliac leg extension was planned as a bridge to lengthen the landing zone of an iliac leg graft. Upon the completion angiogram, what appeared to be a noted fabric tear just distal to the aortic neck was viewed. Molding of the site did not improve the endoleak status, therefore a main body extension was deployed at the site of the type iii endoleak. After placement, the endoleak was still present but appeared to have decreased in flow. There was also noted an endoleak thought to occur at the junction between the left iliac leg graft and the main body. Re-ballooning at the junction site did not resolve the endoleak and an iliac leg graft was selected to be deployed within the two grafts overlapping the junction site. Individual sheath-grams showed that the leak was coming from the right junction, not the left, as was initially believed. The right junction was re-ballooned and the endoleak was eliminated. Procedure was concluded viewing a diminished flow at the repair site in the proximal portion of the main body graft.